Event description:
A report was received from the field indicating that recently, whenever they run their (B)(4) rigidscopes in the sterrad unit the scopes come out foggy. The customer stated that it is not residue, but the scope itself inside is foggy. The initial rptr also indicated this is the 6th incident; the previous five incidents were not reported. The facility indicated that there is no info for the previous incidents. The additional info received through investigation indicates that the model and serial number for the damaged device is unk. The customer indicated the device was processed at sterrad as per device MFR recommendations. It is unk if an instrument assessment was performed. The facility has not contacted the MFR of the device regarding the damage. There was no indication of breakage and/or flaking for this device. There was no injury to pts or healthcare workers.

Manufacturer narrative:
(B)(4): damaged device. The device will not be sent to asp for analysis nor are there photographs of the damaged device available. The age of the device and how often it's used by the facility is unk. This was not the first time the device was processed and the number of cycles for this device is unk. This device has been previously damaged and sent out for repair to an unk vendor by the facility's biomed. A third party repair report may be available; however, multiple attempts to obtain this info has been unsuccessful. The customer indicates the cleaning process involves wiping down the device with enzymatic cleaner, rinsing with fresh water, drying with alcohol rag and sterilization in the unit. Manu-klenz is the cleaning solution used. The rinsing procedure includes rinsing after wiping down with unk material (the info is unclear on the report received). The facility has not had changes to the cleaning process or in the products used for cleaning devices. In the past sterilization or high level disinfecting modalities at this facility included sterrad and ethylene oxide (eto). This is one of two 3500a reports being submitted for this product malfunction. Please reference MFR report numbers: 2084725-2009-00426.